Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient represented with pre-op diagnosis as spondylolisthesis. For which patient underwent posterior spinal instrumentation fusion at levels c3-t1. Intra-op, the surgeon had experienced the breakage of drill bit during the drilling procedure. The drill bit was stuck in the patient's bone and surgeon had to remove it out of patient carefully to not hurt any anatomical elements. The product came in contact with the patient. No fragments of the device remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: microscopic examination of the fracture surface identified convex striations from multiple corners and advancing through the cross sectional area of the instrument until instrument usage exceeded the mechanical strength of the remaining material. The preceding observations are consistent with cyclic fatigue as the mechanism of failure.